Event description:
Reporter indicated that vns patient underwent revision surgery due to device migration. It was reported that there was no problem with the vns system, but that the generator pocket was too big, allowing the generator to shift positions. The generator pocket was revised during the surgery, at which time it was noted that the suture that secured the generator into the place had broken loose. The generator was re-anchored and the patient was reportedly had no problems following the surgery.